Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up nr 1 correction: section e1: hospital and country correction.

Event description:
The following was reported to hamilton medical ag: loss of external power message, bvatteries totally discharge, no mains led charging indication no patient involvement.

Event description:
The following was reported to hamilton medical ag: loss of external power message, bvatteries totally discharge, no mains led charging indication. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr 1 correction: section e1: hospital and country correction. Follow-up 2 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: loss of external power message, batteries totally discharge, no mains led charging indication no patient involvement.